Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Therapy cable failed inspection. Kmt engineering evaluated the returned therapy cable and observed short between power and ground wires. The reported issue is an isolated failure and does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".

Event description:
Patient reported service error code that was unable to clear even after troubleshooting. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.